Event description:
On (B)(4) 2013, the distributor contacted animas and reported a pump malfunction, prime other load step or cartridge not recognized. This complaint is being reported as the issue was not resolved with troubleshooting. There is no indication of an adverse event related to this issue.

Manufacturer narrative:
Follow-up #1 date of submission 04/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor was found to be out of calibration. Investigation revealed a broken connection at the force sensor pin.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).